Event description:
Within a year of getting breast implants I was diagnosed with asthma. Then throughout the years I¿ve been diagnosed with hashimoto¿s, anemia, mitral valve prolapse, fibroids, breast cysts, and numerous other health issues. It has escalated to the point that I¿m fairly house bound. Previously before implants I was in great health, had a ton of energy, had worked since I was (B)(6) and was always physically active.